Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found a broken tip retaining clip in the reported problem area of the pipette assembly. The tip clamp and a tip retaining clip were replaced. The instrument was cleaned, inspected, tested without further problem, and returned to svc.